Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like liquid was found inside the bd luer-lok¿ syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter: "there is a liquid substance like a glue inside of the syringe.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jun-2023. H6: investigation summary: one sample and one video were provided to our quality team for investigation. Through visual inspection, a "glue like" substance observed extending from the stopper to the barrel roof. The substance appeared to be silicone lubricant used in the assembly process and the amount present was non-conforming per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that glue-like liquid was found inside the bd luer-lok¿ syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter: "there is a liquid substance like a glue inside of the syringe."